Manufacturer narrative:
Investigation found that pressure sensor went into "pressure sensor out of range" alarm. The quantum workstation behaved as expected. The pressure sensor was determined to be the issue as the fault was rooted to signal loss from a connection issue.

Event description:
User reported inability to flow to patient and had to resort to hand-cranking due to system alarms. This type of event is considered reportable although there was no patient harm.

Manufacturer narrative:
Root cause determination is pending the results of the investigation.

Event description:
User reported inability to flow to patient and had to resort to hand-cranking due to system alarms. This type of event is considered reportable although there was no patient harm.